Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and found large cracks in the flowcell and a sodium reference electrode that was failing. The fse replaced the flowcell and sodium reference electrode to resolve the issue. The fse verified instrument operation.

Event description:
The customer obtained one (1) erroneously low sodium (na) result for one patient, involving the unicel dxc 600i synchron access clinical system. The customer repeated the sample on an alternate dxc system and the same dxc (after recalibration). The unit difference of the na initial and rerun result between two dxcs was within the total precision claim of 3%, but the unit difference results pre and post recalibration were outside claim. The erroneously low na result was not reported outside the laboratory, therefore there was no change or affect to patient treatment in connection with this event. Quality control was within laboratory's established ranges on the day of the event.